Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she wore a tampon approximately two hours and upon removal the tampon fell apart leaving pieces inside her vaginal cavity. She manually removed the remaining pledget pieces and did not seek medical attention. She did not experience any adverse health effects.